Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle bending during use and the 2nd related complaint for needle breaks off during use on lot # 8176697. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8176697. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200764428, 200764554, 200768218] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that relion® insulin syringe needle broke off during use. The following information was provided by the initial reporter: material no: 328506. Batch no: 8176697. It was reported needles are bending when drawing novolin r and novolin n insulin, finding from these boxes needles that are hard to remove from the site, 1 needle broke off in site. Verbatim: relion syringe 31g 8 mm 1 ml, lot # 8176697. Needles are bending when drawing novolin r and novolin n insulin. In the past 3 months of boxes. Finding from these boxes needles that are hard to remove from the site. 1 needle broke off in site. She removed on her own. No medical attention. Other boxes unknown lot number. Denied reuse. Unknown occd dates. Discarded samples.